Manufacturer narrative:
Additional procode: kwp,kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) of 2021, the patient had a post-operative l2 fracture eight (8) months post op. The original surgery was performed on (B)(6) 2020. The surgeon decided to monitor the patient and ultimately decided to revise the patient on (B)(6) 2021. The l2 screws were removed and the patient was revised with t11-l1 posterior lateral fixation with connection to previous rod construct. The patient and surgical outcome are unknown. There is no further information available. Concomitant device reported: unknown rod construct (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.5 exp verse fen scr 6.0x40. This is report 1 of 2 for (B)(4).